Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there is mold inside the sterile packaging. To aid in the investigation, one sample in a sealed packaging blister and three photos were received for evaluation by our quality team. A visual inspection was performed, and the packaging blister has what appears to be packaging equipment lubricant and dust. The three photos provided show the sample received. No other defects or imperfections were observed. The sample was sent to a laboratory for additional analysis. The report confirmed that the foreign matter was not mold. Fourier-transform infrared spectroscopy (ftir) was performed on the foreign particle in an attempt to identify the particle¿s composition. The closest match was not a high enough percent match to be considered a conclusive result. A device history record review was completed for provided material number 309620, lot 4214851. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#:309620, batch#: 4214851. Rcc received a complaint via email. Mold inside sterile packaging.